Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's scs trial procedure was abandoned because when the physician attempted the lead placement the patient's heart rate was elevated and the patient experienced abdominal pain.